Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for transmitter expiration occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found within the investigation window. The reported event of an alert for transmitter expiration is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.